Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('mild to moderate pain on my left lower abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), groin abscess ("non healing abcesses around groin"), fatigue ("chronic fatigue"), pyrexia ("run fevers almost daily"), abscess neck ("non healing abcesses around neck"), dermal cyst ("non healing cysts aroun neck and groin"), breast discharge ("dark fluid coming from nipples") and allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced cough ("I am coughin a ton") and wheezing ("I am wheezing"). The patient was treated with surgery (surgery for essure). Essure was removed. At the time of the report, the abdominal pain lower, groin abscess, cough and wheezing outcome was unknown and the fatigue, pyrexia, abscess neck, dermal cyst, breast discharge and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, abscess neck, allergy to metals, breast discharge, cough, dermal cyst, fatigue, groin abscess, pyrexia and wheezing to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received- case was upgraded from non-serious incident serious incident. To serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('mild to moderate pain on my left lower abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), groin abscess ("non healing abcesses around groin"), fatigue ("chronic fatigue"), pyrexia ("run fevers almost daily"), abscess neck ("non healing abcesses around neck"), dermal cyst ("non healing cysts aroun neck and groin"), breast discharge ("dark fluid coming from nipples") and allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced cough ("I am coughin a ton") and wheezing ("I am wheezing"). The patient was treated with surgery (surgery for essure). Essure was removed. At the time of the report, the abdominal pain lower, groin abscess, cough and wheezing outcome was unknown and the fatigue, pyrexia, abscess neck, dermal cyst, breast discharge and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, abscess neck, allergy to metals, breast discharge, cough, dermal cyst, fatigue, groin abscess, pyrexia and wheezing to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc.(product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.